Manufacturer narrative:
Many issues may extend the operative and anesthesia time of a case. In general, allegations of operative time extensions would only be reportable if the event description alleges the increase in procedure time caused or contributed to a serious injury or death or was related to a device malfunction which led to a serious injury or death. In this case, there was an allegation that an issue with the cardioplegia delivery system contributed to the extended bypass which may have been a contributing factor to patient's death. The device was not returned for evaluation, as it was discarded. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device lot number was not provided. A definitive root cause cannot be determined; however, it is likely that patient related factors and procedural factors contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported that an intra-aortic occlusion catheter device was used for a mitral valve replacement procedure and patient expired. As reported, balloon placement and heart arrest were great, but cross clamp time was long; there were issues with sutures, so re-do sutures had to be done. Surgeon stated it must have been something with the cardioplegia as the patient would not come off bypass. Anesthesia stated that the patient was placed on ECMO due to pulmonary edema and never came off. No blood products were given due to religious beliefs.

Manufacturer narrative:
Edwards received additional information through follow-up with the healthcare provider. Four doses of cardioplegia was given and the pressure was 158mmhg, 140 mmhg, 141 mmhg, 350 mmhg at each dose, respectively. Retrograde cardioplegia was not used. The cardioplegia protocol was kbc microplegia. No evidence of device dysfunction or damage before use/during use was noted by perfusionist. Total time of the case was 441 min and cross-clamp time was 235 min.

Manufacturer narrative:
Reference CAPA-20-00141.